Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric single-use biopsy forceps was to be used during a stomach biopsy procedure performed on (B)(6) 2013. According to the complainant, during unpacking for the procedure, the physician checked the device and noticed that the jacket of the shaft was peeled. No other device damage or anomaly was noted. The procedure was completed with another radial jaw 4 gastropediatric single-use biopsy force device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric single-use biopsy forceps was to be used during a stomach biopsy procedure performed on (B)(6) 2013. According to the complainant, during unpacking for the procedure, the physician checked the device and noticed that the jacket of the shaft was peeled. No other device damage or anomaly was noted. The procedure was completed with another radial jaw 4 gastropediatric single-use biopsy force device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found the jacket of the shaft was peeled with the coil underneath exposed. The device welding and riveting were found to be within manufacturing specification. Functionally, the unit was able to be opened and closed without issue. The condition of the returned incident device was consistent with the complaint that the jacket of the shaft was peeled. The most probable root cause is undeterminable due to the lack of evidence identifying the handling of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).